Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient's daughter reported that mother had about five v-go 20 devices fall off about an hour after application. The daughter confirmed that the patient is preparing the application site with an alcohol prep prior to applying the v-go 20 device. The patient is currently using adhesive tape to keep the v-go device currently wearing from falling off.

Manufacturer narrative:
Corrected data: section c, combination product inadvertently omitted on initial submission. Field has been corrected to "no". Device evaluation: two devices were received and evaluated for the complaint regarding the device fell off event. Both devices were inspected, and due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.